Event description:
During a system testing of the da vinci surgical system, an intuitive surgical inc. (Isi) field service engineer (fse) observed an 23022 error message on axis 2 indicating that a brake fault on a patient side manipulator (psm) had occurred. The fse burnished the brakes and ran the weighted brake test with passing results. The fse later returned for service work and noted 23022 error message during normal system reboot. The fse burnished axis 2 brakes to clear the error, and corrected the problem by replacing psm 2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. No patient involvement or impact occurred. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) was returned to isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake test on axis-1. The axis-1 and axis-2 brakes were replaced to correct the problem. The arm was converted to with new brakes, gears brake bearings, and brake shaft. Isi has conducted a device history record (DHR)review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm failing the weighted brake test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.